Event description:
During patient's first assessment rn noted potential leakage under patient's PICC dressing. PICC rn changed dressing and flushed catheter, no leakage noted. Approximately 4 hours later rn noted new leakage under PICC dressing that appeared to be patient's IV fluids and smof lipids. Md notified, catheter removed per md and new PICC placed by PICC rn per md.

Manufacturer narrative:
The device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: due to the missing sample, the root cause of this issue could not be confirmed. The customer used alcohol based chloraprep as a disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The batch complied to its specification and was released. Corrective action: no further corrective action initiated by quality management due to this complaint, as the faulty sample was discarded by the user and the catheter was used uneventfully for 5 days before leakage occurred, a manufacturing defect would be rather unlikely. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter.

Event description:
During patient's first assessment rn noted potential leakage under patient's PICC dressing. PICC rn changed dressing and flushed catheter, no leakage noted. Approximately 4 hours later rn noted new leakage under PICC dressing that appeared to be patient's IV fluids and smof lipids. Md notified, catheter removed per md and new PICC placed by PICC rn per md.